Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. We were unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to unresponsive keypad/button. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a keypad anomaly and a hospitalization due to gastroparesis and high blood glucose levels. The customer's blood glucose reading was 519 mg/dl. The customer stated the hospital visit was not insulin pump related. The customer was wearing the device at the time of admission. The customer's symptoms included vomiting and diarrhea. The cause of the event was due to diabetic ketoacidosis and gastroparesis. The customer's insulin pump was replaced, and will be returned for analysis.